Event description:
It was reported that a refill date of (B)(6) 2010, was missed as the date of refill was transcribed incorrectly; empty reservoir was on (B)(6) 2010. A pump motor stall was noted in the pump event logs with no motor stall recovery recorded. The motor stall occurred on (B)(6) 2010. A pump alarm was also reported. The healthcare provider and pt were re-evaluating need for itb therapy. The pump contained lioresal 2000 mcg/ml at a dose of 1741.2 mcg/day in flex mode. No pt symptoms were reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).